Event description:
During operative procedure, a 10/11 trocar was placed in the abdomen. Surgeon noted loose screw on the gripper portion of the lower trocar. This was adjusted to tighten the trocar and to position. Upon inspection of trocar placement, a medium amt of bleeding noted through trocar. Multiple attempts at suturing were made to control hemostasis which was not achieved. The trocar was removed and laparotomy incision was made. The surgeon visualized a ragged muscle with evidence of rt epigastile injury ligation. The muscle edges were electrocoagulated and hemostasis noted.